Manufacturer narrative:
Additional narrative: patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. See event description, therapy date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the helical blade coupling screw broke intraoperatively when struck by the mallet during insertion. The surgeon removed the instrument manually. Part of the broken device was difficult to remove from other devices which delayed the case. There were no fragments left within patient. The surgeon used other vice grip to screw the coupling screw. The surgical delay time is unknown. The surgery was completed successfully with the patient outcome reported as satisfactory. No additional information is available. Concomitant device(s) reported: hammer/mallet (part #: unknown, lot #: unknown, qty: 1). This complaint involves 1 part. (B)(4).

Manufacturer narrative:
DHR review: part number: 357.377 synthes lot number: 549101 supplier lot number: n/a release to warehouse date: 20 jun 2007 manufactured by synthes brandywine no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the shaft was found to be broken flush with the cap. The proximal end of the cap shows significant witness marks consistent with impaction, some of which were consistent with off-axis hammer blows. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis impaction. Relevant drawings for the returned instrument were examined (both current revision and from the time of manufacture): top-level and shaft. A dimensional analysis was not conducted as meaningful measurements were unable to be obtained as the fracture surface is uneven. The complaint condition as unable to be replicated due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.